Event description:
It was reported that using a radial artery access approach during a procedure of the mildly calcified, moderately tortuous, mid coronary artery, the 4.50 x 12 mm nc voyager balloon dilatation catheter (bdc) was used for post-dilatation. After the procedure, the bdc could not be withdrawn into the guiding catheter. After releasing pressure, the balloon and guiding catheter were removed as a single unit. Resistance was felt during the process. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to remove was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.